Event description:
Patient experienced elevated blood glucose of hi (>500 mg/dl on meter) and was admitted into the hospital as a result of vomiting excessively. Caller indicated that patient took humalog injection of 6 units, but her blood glucose did not decrease. Caller indicated that at the hospital, patient was given insulin drip and injections of humalin. Caller indicated that while at the hospital, he noticed infusion set outer tubing of the infusion set had slipped two inches down from the luer lock. Caller indicated that inner tubing was still in place. Caller indicated that patient was diagnosed with a urinary track infection. Caller indicated that patient returned to using the infusion device and blood glucose returned to normal.